Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, and prime test. However, the device received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during the testing. The low reservoir alarm functioned properly during the test. Unable to perform occlusion and excessive no delivery tests due to the motor error alarms. The insulin pump received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 269 mg/dl. The customer stated that she had a low reservoir alarm so she gave herself a correction of insulin. When she changed her infusion set the insulin pump had two motor error alarms. Troubleshooting was completed and the customer was able to rewind the pump. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The device was returned for analysis.